Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced a no flow issue with the one-link neutral luer activated device (the exact number of incidents was not reported). There was patient involvement, but no patient injury or medical intervention associated with this report. No additional information is available.